Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that sensor driven pacing was causing functional undersensing and competitive pacing, accelerating the patient into supraventricular tachycardia (svt). Boston scientific technical services was asked for a consult, and they discussed programming options. The device and leads remain in service. No adverse patient effects were reported.